Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported that the patient had lost a considerable amount of weight, resulting in the ipg moving around in the pocket. As a result, on (B)(6) 2021, the physician re-positioned the ipg from the right flank to the left flank, resolving the issue.